Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced recent neurological changes and has a new inflow cannula thrombus. Technical service reviewed the log file submitted which contained multiple intermittent low flow alarms on (B)(6) 2017. The data that was reviewed did not contain attributes which would lead us to suspect the presence of thrombus within the motor chamber; however that does not mean that thrombus is not present in the circulatory loop. Additional information was requested, but was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was report that on (B)(6) 2017, emergency medical services were call due to bilateral arm weakness and expressive aphasia. The patient presented with slurred speech, right arm neglect, and limited right pupil constriction/reaction. Patient was transported to the emergency room. The patient has experienced a stroke two months prior and symptoms had resolved with residual stuttering, bilateral tremor, and subjective decreased right sided sensation. CT head and CT angiography was unremarkable. On (B)(6) 2017, a new mobile echodensity was seen on transthoracic echocardiogram (tte) in the setting of a new lower inr goal. It was suspected that the patient had an embolic stroke which was too small to see on CT head. Asa was restarted and the patient was placed on heparin infusion. On (B)(6) 2017 at (B)(4), the patient experienced a new onset facial droop and word finding difficulties. A stroke alert was called and the patient's heparin was stopped. CT angiography showed a perfusion defect in the left hemisphere but no acute clot. Conservative management at this time with heparin infusion on (B)(6) 2017, stroke alert called for sudden onset 10/10 headache and right sided sensory deficits. Head CT showed enlarged hemorrhage in left temporalparietal junction. Patient was discharged to home hospice care and expired on (B)(6).